Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device in process.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the active tip is missing from the distal assembly. It was noted that active tip broke off at the leg on the distal tip assembly. No functional testing could be conducted due to distal tip breaking. This damage to the tip is consistent with damages investigated under a previous CAPA. The overall complaint rate for this failure mode was observed to be well within the expected rate on the dfmea and therefore, the risk is considered acceptable and no further actions were taken. It is expected that a low number of these failures will continue to occur. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported during a rotator cuff procedure, the face plate on the customer's vapr cool pulse electrode fell in the patient. The surgeon was able to retrieve the fragment. The facility discarded the device. Additional information from the sales rep is that the facility is doing their own internal investigation on the device and will not release it to us at t his time.

Event description:
The sales rep reported during a rotator cuff procedure, the face plate on the customer's vapr cool pulse electrode fell in the patient. The surgeon was able to retrieve the fragment. The facility discarded the device. Additional information from the sales rep is that the facility is doing their own internal investigation on the device and will not release it to us at t his time.